Event description:
The customer reported touchscreen is not responding to touch and gives bad touch when attempting to calibrate. There was no patient involvement. The customer spoke with remote service engineer (rse) and is able to use the check mark to power unit down and to attempt to calibrate with no success. The customer is requesting replacement touchscreen be shipped to his attention under current contract for customer replacement. The rse confirmed customer's ship to address and created a material only work order to have touchscreen shipped to customer. The customer replaced the touchscreen and the issue was resolved. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
H10: based on information provided and/or service performed, the reported issue was not confirmed. The device was not being used for treatment when the reported failure occurred. The investigation concludes that no further action is required at this time. The part was returned for failure investigation (fi). The product investigation lab (pil) completed the fi and diagnostic testing was performed. The touch screen passed all diagnostic testing and all resistance measurements on the screen are within the specification. Pil determined that there was no fault found with this touchscreen. Trends for this type of issue will continue to be monitored to determine if additional actions are required. H11: updated contact information, contact office entity, and manufacturing site.